Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether the reported spinal system caused or contributed to the patient death, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: no. Of patients- 39, gender- male(male- 20; female- 19), age(mean age)- 57.46 years procedure involved: accf(anterior cervical corpectomy and fusion), psf(posterior spinal fusion), acdf (anterior cervical discectomy and fusion), adcf a multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study for the atlantis translational anterior cervical plate system (hereafter referred to as atlantis translational). The clinical data summarized in this report was extracted for analysis on january 7, 2020. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. It was reported in the clinical study titled ¿atlantis translational¿ anterior cervical plate system¿ that a total of 39 patients met the minimal inclusion criteria of having a clinical diagnosis and documented surgical implantation of the atlantis translational. Based on the charted diagnoses, patients were stratified into one of three evidence groups for analysis: degenerative disease (n = 33), trauma (n = 3), and failed fusion (n = 3). On an unknown date, post-op, 2 patient from the degenerative disease group died. Deaths were not expected to be caused by the device. One patient expired following cardiac arrest (1), the other¿s cause of death is unknown.